Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on the balloon and the crimped stent was damaged along the distal portion of the stent with lifting of the stent struts outwards from the stent profile evident during examination. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon, however there was no apparent issues with the balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found damage to inner& outer lumen 53mm distal from the port bond skive. The damage evident appears like twisting of the delivery system occurred and is consistent with damage occurring during withdrawal attempts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-jul-2016. It was reported that crossing difficulties were encountered. The tight target lesion was located in the highly tortuous mid right coronary artery (rca). After pre-dilatation, a 2.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent moved on balloon and was damaged.